Manufacturer narrative:
Tw # (B)(4). The lot # 3000436417 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (btt), occlusion to the port's insufflation about 10 minutes after starting the procedure. No patient injury. Another vh-4000 kit was opened to complete the procedure. No procedural delay aside from a few minutes to open a new kit.